Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/12/2017 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2006 due to dvt. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges vena cava perforation and device unable to be retrieved.

Manufacturer narrative:
Additional information:investigation - vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae.filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Per abdominal CT, dated (B)(6) 2017, "there is an infrarenal ivc filter with 4 times projecting beyond the lumen of the ivc including a left side times projecting near the aortic wall in the ventral time projecting near the posterior duodenal wall."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006.¿ it is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.